Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was initially reported on (B)(6) 2015 , that the call was about ens (external neuro stimulator ) / screener / trialing. There was no stimulation. The patient was getting no pulse. When the patient left the office yesterday she noticed the pulsing was gone. The patient turned the stim up to 10 and she couldn't feel the stim. The patient confirmed when she turns stim on the green light appears. Confirm screening cable is plugged into screener. The patient could not see if the lead was connected to the cable because it was bandaged. A field staff request was made. It was additionally noted that the trial patient was getting no pulse from the ens. When the patient left the office yesterday she noticed the pulsing was gone. The patient turned the stim up to 10 and she couldn't feel the stim. Some troubleshooting with patient services was done and according to what the patient reported the ens seemed to be powering up and all the connections she had access to seemed secure. The patient was wondering if she pulled something out of place when she got in the car. The patient didn't feel anything pull. The patient was encouraged to review concerns with their doctor but he redirected her to support link. The patient left a message with them as well. Additional information received on (B)(6) 2015 from the manufacturer's representative noted that this was a pne (percutaneous nerve evaluation ) patient. The wires migrated as they commonly do so the patient couldn¿t feel them. The wires were removed and the patient was consulted on a stage 1 procedure.